Manufacturer narrative:
The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced back bleeding through the graft and the small pectoral muscle. The patient was transfused volume and blood products. The graft was resolved with graft ties. The muscle bleed was stabilized surgically. The patient also experienced ectopy which resolved by repositioning the pump.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected d4 serial number. Corrected d4 catalog number.